Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported about 3 months after injection with two syringes of juvéderm voluma® xc in the l & r malar the patient experienced a experienced mild inflammatory at 1st visit and mild tenderness, which resolved after 1 week of antibiotics, and r cheek and malar mild left cheek swelling. About two weeks after symptoms began the patient was treated with antibiotics. A few weeks later the patient was treated with both hyaluronidase and antibiotics. Symptoms are ongoing.